Event description:
Allergan's legal department received a letter reporting a patient who had bilateral breast augmentation with mcghan silicone gel filled breast implants and diagnosed with "cb-30 positive, alk negative," anaplastic large cell lymphoma. There is limited information available for this case after the initial investigation and here is an unlikely chance that his information will be obtained. However, if there is additional information, such as device information, implanting/explanting physician or any labs related to, but not limited to any combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl the file will be reviewed and updated.

Manufacturer narrative:
Medwatch submitted: (B)(4) 2013. Allergan product labeling for saline implants: there were no reported events of lymphoma/alcl, for patients in the (B)(4) study, as well as the (B)(4) study ((B)(4) study) included in the labeling for saline breast implants.